Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned and analyzed. The helix was disengaged from the helical channel, the distal conductor was distorted, and the inner tubing was kinked/buckled. There was blood in/on helix/lobe mechanism and blood in/on helix/lobe mechanism (sleeve head).

Event description:
It was reported that the lead dislodged a month after implant and was not capturing the ventricle. It was further reported that during the repositioning procedure it took several attempts to position the lead and the lead helix became stuck inside the lead tip. The lead was explanted and a new lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the lead dislodged a month after implant. It was further reported that during the repositioning procedure it took several attempts to position the lead and the lead helix became stuck inside the lead tip. The lead was explanted and a new lead was used. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead dislodged a month after implant. It was further reported that during the repositioning procedure it took several attempts to position the lead and the lead helix became stuck inside the lead tip. It was further reported that the lead had no capture. The lead was explanted a new lead was used. No patient complications have been reported as a result of this event.